Event description:
It was reported that the patients leads had high impedances. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted leads were not returned as they were kept by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 15115710. Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 14418481.

Event description:
It was reported that the patients leads had high impedances. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted leads were not returned as they were kept by the medical facility. Additional information was received that the patient was experiencing inadequate stimulation due to high impedances.

Manufacturer narrative:
Block b3: exact date unknown, event occurred around six months ago from date the manufacturer became aware of the event.